Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the skin on (B)(6) 2025. On the same day, it was reported that the patient received an alert on the receiver that the sensor had failed during warmup. Sometime later the same day, she felt weak and shaky and lost consciousness, and can no longer recall all the details. What she remembers is being in the ambulance and that her cgm was removed from her body. She can't remember the treatment or medication that was given to her. She also cannot recall how long she stayed in the hospital, as her memory was still fuzzy. She cannot remember most of what happened during and after the event. Currently, the patient is currently fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.